Manufacturer narrative:
Burns are an expected adverse effect from such treatment. The device history record confirms that the product passed and met all requirements before releasing. Upon evaluation, device was found to be low energy and was more than 20% out of specification. Due to the device energy being outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that a patient was burned during cynergy treatment.